Event description:
A caller reported that the pump battery depleted too quickly, leading to a pump shutdown. Despite the shutdown, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.